Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had 5 tubes clot after blood collection. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 06-aug-2024. Investigation summary: bd received 1317 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clotting with the incident lot was not observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination. 5 customer samples were selected for functional testing and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that 5 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had 5 tubes clot after blood collection. There was no report of patient impact.